Manufacturer narrative:
Thirteen batteries were involved in this report. These batteries were not returned for investigation and battery maintenance records were not provided. A supplemental report will be filed if the batteries are returned. Manufacturing date of the battery identified with serial number (B)(4), which is estimated to be (B)(4) 2009, was provided. Given that the complaint was reported in (B)(4) 2012, this battery was over 2.5 years old at the time this report was filed. Battery maintenance program literature indicates that the useful life of each autopulse battery is between 2-4 years. Within the 2-4 year time period, the life of each battery is influenced by the frequency of use and the frequency of routine battery maintenance. Based on the manufacturing date, this battery (serial number (B)(4)) has aged past the end of its useful life. No adverse event reported.

Event description:
It was reported that despite following proper battery management, batteries have been found to be below power criteria. No adverse event reported.